Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: based on the technical intervention, the root cause of the issue is an internal dirt accumulated over the years.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in stevens point, wisconsin. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm automatically disengaged during bypass procedure with an audible alarm and gave the following error message: "clamp defective". The user could not create forward flow. There was no patient injury.

Manufacturer narrative:
Error message "arterial clamp defective" confirmed and reproduced. The motor was blocked due to dirty. Device cleaned and disinfected. Replacement of flat seal. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
(B)(6).